Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient presented with transient light sensitivity in both eyes (ou) at a 7 day post-operative exam. The patient experienced loss of best corrected visual acuity (bcva). The surgery center indicated the event is lasting and disabling, significantly interfering with daily activities. Topical steroids (pred g) were increased to treat the symptoms and the flap was lifted and rinsed. Bcva from (B)(6) 2017: right eye pre-op 20/20 -4.75 x -1.50 x 155, left eye pre-op 20/20 -4.25 x -1.50 x 167. Bcva from (B)(6) 2017 right eye post-op 20/20, left eye post-op 20/30. Bcva from (B)(6) 2017: right eye post-op 20/15 .00 x .00 x 90, left eye post-op 20/15 .00 x .00 x 90.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.